Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the complaint for alleged event on (B)(6) 2014 could not be confirmed as the black box only contained records from (B)(6) 2014. On (B)(6) 2014, a loss of prime warning was recorded due to low non-zero force event. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warnings or other alarms occurring. The force sensor calibrated appropriately and was found to be within specification. The battery cap was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.